Event description:
Spouse of home pt (hp) reports pt line of homechoice set was not priming completely. Spouse reports hp was recently diagnosed with alzheimer's disease. Spouse reports hp was able to prime line after ending treatment and restarting with new supplies. Spouse reports no pt injury or medical intervention as a result of incident.